Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2023 and suture was used. Although it was 5-0, what was printed on the package was the notation 6-0. There were no adverse consequences to the patient. No further event details were provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2023-05929, 2210968-2023-05930, 2210968-2023-05931, 2210968-2023-05932, 2210968-2023-05933.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/13/2023. The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, twenty-four unopened packets, and seven open samples that pertain to product code d9833, lot slmeuz. During the visual inspection of the samples, a mixed product was observed with the primary folder packet (6-0 instead 5-0), and due to this mismatch, a characterization was performed. In conclusion, the suture belongs to diameter prolene 5-0¿, with a suture length of 37¿. The needle is laser drill type, in size 14 mils, silver color, sales type rb-2, ½ circle, (taper pont). These characteristics were consistent with the product code d9833. Based on the information currently available, the wrong and/or mixed product was identified during the investigation of the samples received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.